Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: defective device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient with unknown age and race underwent primary breast augmentation with unknown gel implants at an unknown date and experienced unknown breast/breasts complication immediately after surgery. As a result, patient underwent explantation and replacement on (B)(6) 2014 with catalog number 3507001bc ; serial number (B)(4) on the left side, and with catalog number 3507001bc ; serial number (B)(4) on the right side. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On march 17, 2020, mentor became aware that incorrect device code was submitted under previous initial submission. It has been corrected on this form under field h6. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).